Event description:
Customer reported via phone call that the reservoir was drawing air instead of insulin. Customer mentioned that they had a couple reservoirs where the seal did not hold.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.